Event description:
Cannot use equipment; stop use of CPAP machine because of defect that results in particles being breathed in. Also presence of carcinogens have been reported in using the equipment. Have been told to stop immediate use of the device. FDA safety report ID# (B)(4).